Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced foreign matter in the tube, as well as underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that there are shark tooth looking shards in the edta tubes. Where they¿ve been getting shark tooth looking shards in their edta tubes

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sharp damage was observed. Photo confirmed the presence of damage as the tube appears to have been punctured by a needle. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage. Bd was not able to identify a root cause for the indicated failure mode however, this defect is not caused by any manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced foreign matter in the tube, as well as underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that there are shark tooth looking shards in the edta tubes. Where they¿ve been getting shark tooth looking shards in their edta tubes